Event description:
Pt had initial breast implantation in 1986 (MFR notified) removal due to severe contracture necessary in 1987. Implants were replaced with polyurethane implants. Severe contracture has recurred necessitating removal (MFR of second set of implants unknown).